Event description:
Proglides (x4) would not deploy correctly. Another lot number was opened and used successfully. All 4 failures are available for return. Product had patient contact but no patient harm. Manufacturer response for proglide, (brand not provided) (per site reporter). Email sent - no response yet.